Event description:
In 2008, the patient reported the cannula of her 10mm insulin infusion set bent which caused her to have elevated blood glucose readings of 230-240 mg/dl. She stated her recommended range is 90-120 mg/dl. Symptoms were fatigue, moodiness, and headache and she corrected her readings by bolusing insulin through her infusion device. She stated the most recent incident occurred after the infusion set had been in use for 1 day. She stated she usually inserts her infusion headset into her lower abdomen. Site rotation and management were discussed with the patient. A complimentary guide to site management was sent to the patient along with samples of 8mm infusion sets. On follow up with the patient seventeen days later, she stated she has begun rotating her sites as recommended and likes the 8mm infusion sets. She stated her blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.